Event description:
It was reported that the thermostat and over temperature levels were too high and was not able to complete the preventative maintenance. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. UDI section of d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and address, correction. H6. Codes: updated. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
D9: 23-jul-2025. H3: the customer reported that the thermostat and over-temperature levels were too high, preventing completion of the preventative maintenance (pm). Evaluation of the returned device found that the microswitch on the main board was broken, and the drain valve was leaking. The j-clip was discovered to be missing. All faulty components were replaced. All tests related to the remediation were successfully completed.